Event description:
Found during inspection. According to the reporter, the device's service wrench icon was illuminated and flashing, and the display read "call service". There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device's service wrench icon was illuminated and fault codes were logged into the device's error log. Physio cleared the error log and updated the device's operating software and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.